Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer checked his blood glucose value while on the line with me and the reading was 332 mg/dl. Customer states it had gone down to 188 mg/dl then it went back to 400mg/dl again so he did a bolus and now it's 332mg/dl. At midnight when he was 202 mg/dl he gave himself insulin and he thought it would carry him through the night. It was like 1.5 units but when he woke up at 3am he was over 300 mg/dl. He dialed in another bolus and it gave him 3.6 units. Then he got an alert, he wore a dexcom, that he was over 400 mg/dl so he checked my blood glucose value and he was 139 mg/dl so it gave myself another unit of insulin so he did that but when he gave myself the 3.6 units he changed infusion set and thought he heard a click. Customer said he had 4.6 units of active insulin and bloused it and checked blood glucose level which was 392mg/dl. Before disconnecting call, customer¿s blood glucose value was 392mg/dl. Insulin pump will not be returned for analysis.